Manufacturer narrative:
The device history records for the sam 350p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 350p passed ¿out qat from heartsine technologies on the 4th december 2014. The history log for this device showed that the pad-pak was first installed on the 19th january 2015. The device performed successful weekly auto self-tests up to and including the 19th march 2017. The next five manual power ups record self-test failures due to an error with the realtime clock. The user would have been alerted with a ¿warning device service required¿ audio prompt, a flashing red status led and failure chirp. This error subsequently cleared, and the device passed a manual power up on the 21st march 2017. There were no further log entries recorded. The device was disassembled to further investigate. A visual inspection of the pcba revealed a contaminate across several components. External analysis of device using stereo microscopy and electron microscopy confirmed bridging between electronic components on the printed circuit board of the AED unit. Evidence of rings of residue were identified on the inside of the case encapsulated the printed circuit board. The failure of the device to power on was attributed to contamination on the pcba. The contamination was present in the area of the on/off and rtc circuitry and had resulted in the device failing to power on due to damaged tracks within the on/off circuitry. The high level of oxidation seen on the pcba would support a suggestion of moisture ingress. The investigation did also identify rings of residue inside the upper casing which may be attributable to droplets of moisture. However, this could not be verified by other means. Evidence within the history log would suggest this contaminate was first present between the 19th march 2017 and the 21st march 2017. This was when the device recorded the rtc error and alerted the user with ¿warning device service required¿ audio prompt, a flashing red status led and failure chirp. This was 26 months after first installation. The failure resulted in the device being unable to power on during the reported sca on the (B)(4) 2018.

Event description:
Patient involved. Device did not turn on. Patient did not survive.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
Patient involved. Device did not turn on. Patient did not survive.